Event description:
Patient burned by bovie tip in the operating room. Staff noticed insulated tonsil tip had loosened in the cautery pencil causing the metal to be exposed, which per the staff touched the patient's lip and caused a burn. The burn was immediately noticed and addressed.